Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery was found to have a full charge capacity below specifications. The cause for the low full charge capacity cannot be positively determined but was likely a result of defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old female pt's husband contacted the pt's territory manager to report that one of the pt's batteries will not hold a charge. Zoll customer support then contacted the pt's husband after a review of the download showing no battery faults. The pt was issued a replacement battery pack.